Event description:
The pt had undergone bilateral makoplasty partial knee replacements on (B)(6) 2010. More than four months later, he reported he was still having pain, and talked to his surgeon about it. He said it looks like the implants are misaligned, but did not indicate whether this was the surgeon's assessment or his own.

Manufacturer narrative:
This event was reported to mako by the pt. The pt; however, was not able to provide any further info concerning the procedure. An additional report will be filed if an issue is discovered upon further investigation.